Event description:
The customer had high blood sugars. The customer went to the emergency room and was discharged a few hours later. The customer was treated with an insulin injection. The customer stated that the lab test was negative for dka, but did find acetone in the blood. The customer changed the set twice and high blood sugars persisted. The customer stated that the manual injection lowered the blood sugar level. Furthermore, the customer had mentioned having a low blood sugar a week ago and treated it with a meal.